Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the t1 implant of the fast-fix 360 fell of from the meniscus, it could not stay anchored. The t1 and t2 implants were removed from the the patient with tweezers. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The reported event did not meet the reportable malfunction criteria. This event is not likely to cause or contribute to a death or serious injury. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.